Manufacturer narrative:
The customer replaced the cuvettes, performed washing maintenance, and performed a blank cell measurement. The field service engineer checked the photomultiplier voltage. A cell check was performed and there were no issues. The customer changed the cells. Calibration and controls were run.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted in a creatinine value of 697 umol/l. The value was questioned since the patient had a normal urea result. The sample was repeated twice, resulting in values of 86 umol/l and 85 umol/l. The creatinine reagent lot number was 586148. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer replaced the cuvettes, performed washing maintenance, and performed a blank cell measurement. The field service engineer checked the photomultiplier voltage. A cell check was performed and there were no issues. The customer changed the cells. Calibration and controls were run.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted in a creatinine value of 697 umol/l. The value was questioned since the patient had a normal urea result. The sample was repeated twice, resulting in values of 86 umol/l and 85 umol/l. The creatinine reagent lot number was 586148. The reagent expiration date was requested, but not provided.